Event description:
It was reported that while in the operating room, the md inserted the intra-aortic balloon (iab) via the pt's right femoral artery. After the surgery the pt was moved to the intensive care (ICU). During his stay in the ICU the md noted that the pt was restless, undisciplined and he often moved while in the hospital bed. Four days after the iab was inserted, blood was noted to have filled the helium line of the catheter. As a result, the intra-aortic balloon pump (iabp) support was discontinued and the iab was removed immediately. Per the md, "the catheter had interrupted the continuity of 10 cm above the point of entry." Another iab was not inserted because the pt did not require iabp therapy anymore. There is no mention in the md's report if the pump alarmed. There were no pump strips generated. X-rays were taken before and after the iab was inserted. A description of the x-ray findings is listed as: normal x-ray picture. The x-ray is available for review. There was no reported pt death or injury. The iab therapy was interrupted; however, there were no reported pt complications and medical/surgical intervention was not required. The pt outcome is positive. Additional info received on (B)(4) 2013 stated that the pump did alarm that it was not supporting the pt and that the pt's blood did back up into the pump. It was noted that the pump was an arrow auotcat2 wave, s/n (B)(4).

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.